Event description:
It was reported that during an unknown procedure, the device's tissue pad melted. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.